Event description:
It was reported on behalf of the customer the following: during a surgery, the surgeon wanted to remove a tight screw. During this procedure, the tip of the screwdriver broke off. The screw was overdrilled. The surgery was completed with a prolongation of 60 minutes.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.